Event description:
It was reported, the patient had a loss of therapeutic effect and they were going to the bathroom many times. It was stated, the patient thought the ¿nerve conduction test¿ might have done something to change their therapy. It was noted, the patient had a return of symptoms about a week prior to report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-33, lot# va05slg, implanted: 2013 (B)(6); product type lead. (B)(4).